Manufacturer narrative:
Two devices were used during the event. The other device is being reported under medwatch #1220908-2007-02741. Please refer to a copy of the attached user medwatch report. Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that while attending to a pt (age and gender unk) who had a shockable heart rhythm, the pt's internal automatic cardiac defibrillator (iacd) did not convert the pt's arrhythmia. The clinicians then obtained the device to defibrillate the pt externally at 200 joules. After shocking the pt via non-zoll electrodes and a non-zoll adapter, medics indicated that less than 40 joules were delivered. Complainant indicated that the pt subsequently expired. Complainant indicated that subsequent testing was unable to replicate the malfunction.